Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker dependent patient experienced syncope, fell and hurt her shoulder. She presented to the emergency room and was admitted to the hospital. During the night the hospital staff saw intermittent oversensing of noise on the right ventricular (rv) channel leading to pacing inhibition. A field representative was called for an interrogation. During the interrogation noise was unable to be reproduced. A revision procedure was performed the following day where another manufacturer's rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.